Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reason for reoperation was rupture. Further information from the reporter regarding the events, product, and patient details have been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Physician reported bilateral ¿rupture¿. This record is for right side. The device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified underweight, broken posterior end. A visual and microscopic analysis was performed which identified broken sharp, crease folding and non-penetrating nicks. A dimensional measurement of the shell was performed which identified the thickness within specification. Base on the device analysis the final assessment is: a sharp broken on posterior due to an unidentified (tear) opening.

Event description:
Physician reported bilateral ¿rupture¿. This record is for right side. The device has been explanted.